Event description:
It was reported that there were high capture thresholds with this right ventricular (rv) lead. The physician decided to surgically abandon and replace the lead. No additional adverse patient effects were reported.